Manufacturer narrative:
Reportedly , 3-piece silicone iol was torn off upon insertion, requiring intraoperative lens removal/exchange. Incision was not enlarged and no other tissue damage was reported. Replacement lens of same model and diopter was successfully implanted. According to the report, dated on (B)(6) 2014, the nurse stated that the cause of the event was user error during loading. (B)(4).

Event description:
The customer reported that the aq5010v three piece lens tore as the surgeon injected it into the eye. The lens was cut and removed from the eye without altering the incision and other same model lens was implanted without patient incident. The reporter stated the event was the result of a loading error.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4) - no known consequences or impact to the patient; torn material. Evaluation results: visual inspection of the returned lens showed it was received in two pieces and a piece of the optic was torn off and missing. There was a clear surgical residue on the lens. (B)(4).

Manufacturer narrative:
Method: device history record review, lens work order search. Results: a review of the device history record was performed and nothing was found in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. A lens work order search found no similar complaints within the work order. (B)(4).